Event description:
The manufacturer representative (rep) reported that the patient had been admitted for an infection of some sort as "it" was red and hot to the touch. The physician thought if they replaced the battery and moved it, that would help with the patient rejecting the implantable neurostimulator (ins). It was reported that the rep believe the patient was still hospitalized and on antibiotics. Relevant medical history includes complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.